Manufacturer narrative:
No more information could be gathered for this case. Radiographic film shows that the lower two screws are broken. It is unknown as to how this took place. Initial surgery was approximately (B)(6) 2015. Surgeon has chosen not to revise since the patient is asymptomatic. If more information becomes available rti surgical will update this report. Devices remain implanted.

Event description:
During a follow up visit it was discovered that two pedicle screws had broken on a single level posterior spinal fusion construct. The patient is asymptomatic and there are no plans to revise. No more information is available at this time.